Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that while riding his bike, the patient experienced an abnormally high amount of stimulation. Patient stated it made him feel rubbery and out of control. Patient turned the stimulator off of the duration of his bike ride. He has not had another experience like that since. The manufacturer's representative reported that it sounded like his position on the bike made the leads get closer to his spine causing an increase in stimulation. Patient was advised to keep stimulator off during bike rides. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient will turn the stimulator (ins) off while riding his back and would take note of any other incidents and contacts them if he continued to be concerned. No further complications were reported.